Event description:
During routine testing of the device at the service center, the service technician reported a scratch on the monitor display screen. The monitor was originally returned for the blood pressure monitor not functioning as expected when the scratch on the display screen was found. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.